Event description:
Report received from the USA stating that the device was "hole in the hose" of the device." The event was not related to surgery. There were no injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.